Event description:
It was reported in a journal article that this right ventricular (rv) lead exhibited a failure four years after implantation. A revision was performed where this lead was surgically abandoned and replaced with a new lead of the same model family. Lead extraction was deemed too risky for this patient; the patient had a history of chronic kidney disease, paroxysmal atrial fibrillation, coronary artery disease, and ischemic cardiomyopathy. No additional adverse patient effects were reported. The lead remains implanted and but not in service. Margolis, gilad, et al. (2024). "Short-term synchronization of an intracardiac leadless pacemaker with a transvenous atrial pacemaker in a sedentary patient." Jacc: case reports, vol. 29, 2024. Https://doi.org/10.1016/j.jaccas.2024.102666.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.